Manufacturer narrative:
(B)(4) date sent to the FDA: 8/16/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: h6. Additional information was requested, and the following was obtained via: is the initial procedure date of the hysterectomy (B)(6) 2020? Yes. Is the needle piece still retained in the patient? As per notification the piece was remained inside the patient. Patient monitored. What tissue/structure is the needle piece retained in? Pararectal. What was the size of the needle used? Was more than half the needle retained in the patient? The tip only. Has the patient undergone any medical or surgical intervention to remove the needle piece? Se event description. Scopy done trying to retrieve the piece but withut success if yes, please specify date were there any adverse patient consequences? Current condition of the patient?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device le8dphp0 number, and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the initial procedure date of the hysterectomy (B)(6) 2020? Is the needle piece still retained in the patient? What tissue/structure is the needle piece retained in? What was the size of the needle used? Was more than half the needle retained in the patient? Has the patient undergone any medical or surgical intervention to remove the needle piece? If yes, please specify date were there any adverse patient consequences? Current condition of the patient? Are samples being returned for evaluation?

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2020 and suture was used. During the procedure, at the closure of the peritoneum, the needle broke, and a part dispersed into the patient's tissues. Despite the meticulous inspection of the entire surgical field, the fragment was not found. Radiological control was therefore required which highlighted the fragment at the level of the pararectal space. A surgeon tried to retrieve the piece in scopy but without success. The piece has been left inside and monitored. There were no adverse patient consequences reported. Additional information has been requested.